Event description:
Patient states that the insulin keeps flowing from the tubing during priming, even after the pump motor stops. The pump piston has not made contact with the reservoir. Malfunction solved by changing the infusion set. Malfunction occurred prior to use. Unomedical received the complaint through (B) (4), the distributor of the infusion set. (B) (4).

Manufacturer narrative:
Two used devices were returned for evaluation. The tubing was visually inspected for any tears or cracks on the tubing it self and on the attached connector parts. Furthermore a flow test and a p-cap connector vent test were performed. The membranes in the p-cap connectors were humid and both samples also failed the p-cap connector vent test. The reference material was tested and found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in no similar complaints for the involved lot number 8200635. No relevant deviations during manufacturing were recorded.